Event description:
It was reported that the catheter broke, requiring surgery for removal. The target lesion was located in the femoral artery. A 6f runway cls4 guide catheter was selected for use. During the procedure, the cardiac catheter broke off while in the patient. The hub of the catheter broke and the catheter had significant kinks. Patient was transferred to hospital with vascular surgery capabilities since catheter was unable to be retrieved in cardiovascular lab. Femoral artery was cutdown and catheter retrieval was completed without further incident.